Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; two in the mid lad and one in the prox lad. A coronary artery dissection is reported to have occurred in the mid lad during the index procedure. The patient recovered.

Event description:
Investigator has assessed that the previously reported dissection was definitely related to the study device. The dissection was treated with the implantation of an additional stent.

Manufacturer narrative:
(B)(4). Inherent risk of procedure: dissection. (B)(4).